Event description:
Report states after original subcutaneous mastectomy, three surgical procedures required due to defective silicone gel breast implants. The same products were re-implanted after being autoclaved those three times. Patient developed severe arthralgia, myalgia and neuropathy of the extremities with neuromuscular disease of the gastrointestinal tract, siliconosis of the lungs, cognitive brain dysfunction, severe mastodynia, joint pain and inability to concentrate or focus.